Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable exhibited abnormal sharp edges or damage that would have contributed to the cable breaking. An additional observation not reported by the site that is related to the primary failure was also identified. The instrument was found to have one indentation on the edge of the distal idler pulleys. There were no pieces missing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia and parastomal hernia repair surgical procedure, the mega suturecut needle driver cable was cut. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the customer reported that both cables on the mega suturecut needle driver got broken during sewing with a v-loc and the surgeon's other hand had the force bipolar. The customer did not notice the instrument colliding with any other instrument or tool during the procedure. The customer reported that during the procedure they were present for the yaw went motionless during the operation, but the instrument came out effortlessly. The customer got a new instrument in about 5 minutes.